Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during large volume infusions such as tpn and chemotherapy medications that must be infused within a 24 hour period are not infusing in their entirety and have large volume discrepancies. The customer verified that the volumes and pump settings were correct and identified that the discrepancy worsens as the infusion continues and state that it appears that the pump is not infusing the volume at the rate that is programmed into the pump. There was no report of patient harm.

Event description:
The customer reported that during large volume 3000ml primary infusions such as tpn and methotrexate with an infusion duration of 12 hours are not infusing in their entirety and have large volume discrepancies.